Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (essure implant surgically removed). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 919037, a20059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 1997 and (B)(6) 2000) and abortion. Concomitant products included escitalopram oxalate (lexapro) since 2007 for anxiety and metronidazole for vaginitis and bacterial infection. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("heavy bleeding during periods "), metrorrhagia ("serious spotting between periods"), ovarian cyst ("cyst on her ovary"), uterine polyp ("polyps on uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not use birth control or contraception at the time of essure placement"). The patient was treated with surgery (laparoscopic partial-hysterectomy and removal of one ovary). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, ovarian cyst, uterine polyp, mental disorder and treatment noncompliance outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, mental disorder, metrorrhagia, ovarian cyst, pelvic pain, treatment noncompliance, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Ultrasound scan - in 2013: ovary cyst biopsy was performed on uterus after its removal, discovered polyp on (B)(6) 2013, she injected a dye and did an ultrasound as essure confirmation test. She did not used birth control or contraception at the time of essure placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case (B)(4) was identified as follow-up of this case and case (B)(4) was identified as duplicate of this case. All the information of case (B)(4) was transferred to this case. Patient¿s demographic details added; new lab data; essure lot number 919037, a20059 was implanted on (B)(6) 2012 (previously reported as jan-2012) and removed on (B)(6) 2014 (previously reported as jan-2013); concomitant drugs added; heavy bleeding during periods / serious spotting between periods, cyst on her ovary, polyps on uterus, essure caused or aggravated any psychiatric and/or psychological condition, she did not use birth control or contraception at the time of essure placement were added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 919037, a20059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (23-sep-1997 and 24-jan-2000) and abortion. Concomitant products included escitalopram oxalate (lexapro) since 2007 for anxiety and metronidazole for vaginitis and bacterial infection. In january 2013, the patient had essure inserted. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("heavy bleeding during periods") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("serious spotting between periods"), ovarian cyst ("cyst on her ovary"), uterine polyp ("polyps on uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not use birth control or contraception at the time of essure placement"). The patient was treated with surgery (laparoscopic partial-hysterectomy and removal of one ovary). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia and allergy to metals had resolved and the dysmenorrhoea, abdominal pain, vaginal haemorrhage, ovarian cyst, uterine polyp, mental disorder and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, metrorrhagia, ovarian cyst, pelvic pain, treatment noncompliance, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - in april 2013: total bilateral occlusion ultrasound scan - in 2013: ovary cyst biopsy was performed on uterus after its removal, discovered polyp on 27-mar-2013, she injected a dye and did an ultrasound as essure confirmation test. She did not used birth control or contraception at the time of essure placement. Lot number: 919037 manufacturing date: 2011/11 expiration date: 2014/11 . Lot number: a20059 manufacturing date: 2012/06 expiration date: 2015/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2018: plaintiff fact sheet- all relevant medical history, concurrnt condition and events genital hemorrhage and allergy to metals were added. On 28-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report